Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to inspect and clean various parts of the pump and attempt to load a new cartridge. However, the customer was unable to successfully load the cartridge, so technical support referred them to customer service for further troubleshooting.